Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was over 468 mg/dl. Customer treated their high blood glucose with manual injections. Customer also stated that the insulin pump died in the middle of night and the transmitter was deleted from the insulin pump. It was unknown if the customer using auto mode feature at the time of reported high blood glucose event. Insulin pump will not be returned for analysis.